Event description:
It was reported that when using a 250ml medication cassette, the cassette detachment alarm was triggered. There was patient involvement but confirmed that no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Event log confirmed that there was a record of no disposables attached (nda) error. Visual and functional tests did not confirm the primary reported problem of cassette detachment alarm. The cause was possible defective downstream occlusion (dso), upstream stream occlusion (uso) sensor, or cassette product. Preventively, replaced the dso and uso sensors. Device passed all functional tests.